Event description:
The customer reported that the device failed to deliver energy.

Manufacturer narrative:
The customer reported that the device failed to deliver energy. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.